Event description:
During a crown preparation on tooth #30 the bur popped off the handpiece and the patient swallowed it. The patient was aware that she swallowed the burr and was advised to go to the local ER to have a chest xray. The patient has been back to the practice 2 more times (B)(6) and has not reported any additional issues. It is not know if the patient ever went to the ER.

Manufacturer narrative:
After disassembly of the product the analysis showed that there was heavy residue inside the instrument's head. Both bearings have been running rough and stiff. This indicates that the reprocessing was not carried out as requested in the IFU. The chuck system, which holds the bur was worn out, hence the retention force was low. The IFU contains already several warnings and notes which advice how to maintain and use the handpiece correctly. It also informs about the correct specification of the bur shaft. It also states that prior to each treatment the correct seat of the bur should be checked.